Event description:
The customer's mother stated that the insulin pump was submerged in water and later alarmed button error. The mother stated that they were unable to clear the alarm. The reported blood glucose reading was 285 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a scratched display window. The insulin pump also had a blank display due to moisture damage on the electronics. Unable to verify and alarms due to the blank display.